Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the malfunction. The device's defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. The battery that was being used at the time of the reported problem was not returned for evaluation. The device logs were not able to be used to assist with the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.